Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 may 2024, a 27mm navitor valve was chosen for implant on a 25mm non- abbott valve using a large flexnav delivery system. During procedure, on deployment the valve was migrated slightly 5mm below non-coronary cusp (ncc) to 2mm below and the gradient was 20mmhg. The physician decided to post dilate and during post dilation the patient had ectopic and the valve was embolized 4mm to 1mm ncc on deployment. The valve was snared securely and not moved from position as clear of coronaries. A new 26mm non-abbott valve was implanted successfully. The patient was reported stable.

Manufacturer narrative:
An event of the device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. It was indicated that post dilation was performed and the valve was embolized 4mm to 1mm ncc on deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The physician is aware of the IFU warning; therefore, a letter will not be sent.